Event description:
It was reported that this patient received anti tachycardia pacing (atp) and ventricular shock therapy to convert an arrhythmia which may be inappropriate for conducted atrial arrhythmia. Episode review noted initial detection in ventricular tachycardia (vt) 1 zone (no therapy programmed). Intervals accelerated into vt zone, where therapy was inhibited by discriminators. Therapy was then initiated due to a stabilization of ventricular intervals. A total of three bursts of atp were delivered, followed by one 31j shock which successfully converted the atrial arrhythmia. Non sustained ventricular episodes were stored around the same time, with electrograms showing likely conducted atrial arrhythmias. Further review was recommended. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. Additional information was received that the inappropriate therapy was delivered for rapidly conducted atrial tachycardia (at). The discriminators were reprogrammed from onset/stability to rhythmid and a template was generated. Additionally, the patient's beta blocker was increased and the patient will continue to be monitored. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.